Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2021-24125. It was reported that a patient presented remotely via merlin.net. Upon examination, it was noted that the patient's implantable cardioverter defibrillator was unable to be interrogated via radio frequency (rf) telemetry. Upon in-clinic interrogation during a follow-up, the rf telemetry failure was confirmed, and high capture thresholds were found on the left ventricular (lv) lead. Corrective programming changes to the lv lead were made on (B)(6) 2021. No firmware downloads were attempted to correct the rf telemetry failure and the patient was set up with an inductive telemetry monitor. No patient consequences were reported.